Manufacturer narrative:
During the review of images of the reported event, a deformation of the spine tracker and the use outside of the indicated minimally invasive surgery were determined to be potential root causes for the reported event, as tracker deformation during an open procedure may lead to tracker movement in relation to the patient spine and to inaccurate placement of the screws. No devices returned for evaluation, however, image documentation was available.

Event description:
It was reported that during an open spine surgery (l5 - s1 tlif), two of the four screws were not placed correctly. The two misplaced screws were removed and re-placed correctly. It was reported that the patient was not affected by the event. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during an open spine surgery (l5 - s1 tlif), two of the four screws were not placed correctly. The two misplaced screws were removed and re-placed correctly. It was reported that the patient was not affected by the event. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.